Manufacturer narrative:
Per the clinic, the patient sustained a head injury on (B)(6) 2025, while playing laser tag. The patient also experienced balance issues both with and without the device. Following the electrode migration, the patient was unable to wear the device due to pain. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient sustained a concussion and subsequently reported intermittent shocking and tingling sensations localized to the implant site. Reprogramming attempts were undertaken; however, the patient was unable to tolerate device use due to severe nausea. Following review of updated imaging, the surgeon indicated that the electrode array may have partially migrated out of the cochlea. It was also reported that the patient may have a possible perilymphatic fistula. The implanted device remains in situ.